Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with a product mandrel in the guidewire lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The inner shaft is buckled and has a puncture hole 2.5mm from the bi-component weld. The damage is consistent with the damage that is seen caused by use of a guidewire. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted through the distal tip and could not advance due to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2018. It was reported that difficulty loading wire occurred. During introduction of a 2.50mm x 15mm emerge¿ balloon catheter into the interventional wire, the device would not go over the wire. When the tech put the stylet back, the stylet would not go back in either and would not advance over the wire.the device never entered the patient's body and the procedure was completed with another 2.5x15mm non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed shaft hole/perforated.